Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient¿s right foot was cool to the touch and blanched. A pulse was detectable by doppler, but it was weak and required additional time for nursing staff to locate. A female patient presented after a cardiac arrest outside the hospital and was found to have a critical cardiac condition requiring urgent intervention. A percutaneous coronary intervention to the proximal coronary artery was performed. During the procedure, the patient experienced several episodes of cardiac instability but regained circulation each time. Due to severely reduced heart function and rising medication requirements to maintain blood pressure, a mechanical circulatory support device was placed through the femoral artery without complications. Post-procedure, the device generated suction alarms and was repositioned under ultrasound guidance. The groin insertion site remained intact without bleeding. Distal pulses were weak but present by doppler. The patient received a blood transfusion that was determined to be unrelated to device performance. She was stabilized in the intensive care unit, where circulatory support was successfully weaned. No device malfunction was identified, and the alarms were attributed to initial suboptimal pump positioning.

Event description:
The complainant reported additional information upon request: "I do not have the device."

Manufacturer narrative:
B5, d4 (UDI), and h4 updated. The investigation is still ongoing.